Manufacturer narrative:
Product event summary: image files and the pscc100 loop catheter with lot number: 0012620665 were returned and analyzed. Returned images showed a pulse field ablation catheter distal guide wire lumen kink and the tip bent. Visual inspection of the catheter was performed and the catheter was received with spiral array inverted and the shaft kinked near the dual lumen region. The slide function was stuck and the shape of the capture device was unremarkable with no atypical features. The guidewire lumen of the spiral array exhibited several kinks. The catheter was connected to a test catheter interface cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. The xray imaging revealed that the nitinol wire in the spiral array was completely dislodged from the dual lumen. In conclusion, the reported inverted array issue was confirmed through testing and the loop catheter failed the returned product inspection due to an inverted array, guidewire lumen kink, shaft kink, and dislodged nitinol array wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter array inverted and kinked after removal from the body. The array was fixed, and it was used again in the same patient for additional therapy deliveries. Upon completion of the treatments, the array kinked again after removal. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.